Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to flattened act button dome switch. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that keys on her button aren ot working and she is unable to clear the alarm. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.